Event description:
A customer reported several patients experienced flap folds one day after surgery. The patients were taken back to the surgery room to stretch the flap. Additional information was received from the surgeon confirming the event occurred in two patients. This report is for the second patient who underwent bilateral surgery and experienced flap folds in both eyes. The flaps were repositioned on (B)(6) 2014. The patient was visited on (B)(6) 2014 with no remarks. This is one of two medical device reports being filed for this event.

Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).